Event description:
It was reported that the patient was admitted to the hospital after falling. The right ventricular lead exhibited a rise in thresholds. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.